Event description:
It was reported that pump displayed malfunction alarm with code 1 and related fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from representative, did not experience repeat malfunction after reset, and was advised to continue using pump and to call back if malfunction recurred.

Event description:
It was reported that pump displayed malfunction alarm with code 1 and related fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from representative, and experienced a repeat malfunction after reset. The customer received a replacement pump.

Manufacturer narrative:
Updated b5, d9, annex b code